Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor recorded several atrial fibrillation (af) episodes that were not true af. It appeared that most of the recorded episodes were due to supraventricular tachycardia. The alerts for af were turned off. The patient was in stable condition during the episodes.

Event description:
New information notes that the implantable cardiac monitor reexhibited the aforementioned issue. Variable p-wave values were also noted. Physician would reassess the situation.